Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 43mm diameter thoracic aortic aneurysm. It was reported that on CT approximately 4 years post the index procedure it was observed that proximal apposition failure of the prosthesis was present. The cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored for any occurrence of endoleaks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.